Event description:
It was reported that this patient expired approximately two months following device explant due to a (B)(6) infection. The patient advocate also stated that the device didn't work but it is unclear whether or not they were referring to the infection. The patient was fitted with a lifevest while awaiting reimplant but died before a new device was implanted. The cause of death was listed as congestive heart failure. No further information was provided.